Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator does not alarm when turned off but alarms during post (power on self test). It was stated that it would be the main board. There is no information on patient involvement associated with the reported event at this time.